Manufacturer narrative:
The marksman catheter has not been returned for evaluation. The event could not be confirmed and the event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman fracture during a procedure. The patient was undergoing flow diversion treatment for a giant aneurysm in the m1. The patient's anatomy was reportedly tortuous. The devices were prepared as indicated in the IFU. It was reported that there was difficulty during advancement of the flow diverter through the marksman. The flow diverter could not be pushed through the distal section of the marksman. The marksman became stretched, then fractured in the distal section. The marksman and flow diverter were removed from the patient. All fractured pieces were reportedly removed from the patient. The procedure was completed using another manufacturer's flow diverter. The patient was doing fine post-procedure. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.